Manufacturer narrative:
Additional data: device evaluation: lens was returned in a micro-centrifuge vial with moisture on lens. Visual inspection found no visible damage to lens. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4). Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm, vicmo12.6, -8.50 diopter, implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2018. About an hour after the lens was removed due to the patient complaining of foreign body sensation and not cooperating with the doctor for eye inspection. It was reported that in surgery the doctor discovered that the patient has ifis with iris prolapse. Additional suture was reported. In the surgeons opinion patient related factor was the cause of this event. The surgeon does not plan to implant another lens. At patients last visit bcva was 20/2, iop 15, the eye is well.